Event description:
It was reported that a nurse heard the ventilator audibly alarming. When she entered the room, she observed the pt ventilation hose was disconnected at the y-piece. The nurse immediately checked the pt's pulse and determined that the pt was in cardiac arrest ("coded"). CPR was immediately started and the pt was revived. The pt was then reconnected to the evita xl ventilator. No permanent pt injury was alleged. MFR # 9611500-2015-00010.